Event description:
It was reported that during an atrial flutter procedure, a right atrial map was performed. Ablations were also performed in the vicinity of coronary sinus. The physician decided to defibrillate the patient. At that time, patient's blood pressure dropped. It was treated with medication. An intracardiac echo and transthoracic echo were done and ruled out cardiac effusion. The physician stopped the procedure to assess if the patient had stroke. Patient was woken up and assessed; stroke was ruled out. Patient stayed overnight for observation. Patient has fully recovered. Patient prognosis was excellent. Causality of the adverse event was possibly related to defibrillation procedure.

Manufacturer narrative:
(B)(4). The returned catheter was tested and passed electrical, leakage, temperature, stockert generator, patency flow test, coolflow irrigation pump and deflection tests. The catheter appears in good condition. The device history record was reviewed, it was identified that 1 piece was scraped; however DHR shows the piece was identified during the process prior the final inspection stage and documentation shows the scrap of this piece exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Manufacturer narrative:
A 3500a supplemental will be submitted once the device is returned for evaluation. Bwi field service engineer contacted the facility for service/evaluation of the equipment involved. Facility declined service and mentioned that the event has nothing to do with any of the bwi equipment. No further action required. Bwi concomitant products: carto 3 system, us cat num: m480001, (B)(4); cool flow pump, us cat num: cfp002, (B)(4); stockert 70 system, us cat num: s7001, (B)(4); (B)(4).